Manufacturer narrative:
The customer reported that there was no alarm sound for an spo2 event. The customer also mentioned that whenever the check probe or electrodes alarm comes up, there's no sound. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 08/28/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 09/01/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 09/03/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that there was no alarm sound for an spo2 event. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that there was no alarm sound for an spo2 event. The customer also mentioned that whenever the check probe or electrodes alarm comes up, there's no sound. There was no patient injury reported. Investigation summary: the device was not returned for evaluation. Multiple attempts were made to request additional information; however, there was no reponse. A root cause for the reported issue could not be determined. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that there was no alarm sound for an spo2 event. There was no patient injury reported.